Event description:
It was reported that following implant, the implant site was ¿swollen so big that it was almost ready to burst¿. She was ¿hurting terribly¿. The patient was leaking spinal fluid. She had to go in every day and have it aspirated. An unspecified test was done and they determined that they needed to go back in. During the revision, it was determined that when they implanted the pump the catheter had gotten punctured; there was a hole in the catheter that was leaking spinal fluid. The catheter was revised. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8709, lot# l73869, implanted: (B)(6) 2000. Product type: catheter. (B)(4).